Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. The patient refused to provide the serial number of the pump, stated that the pump was purchased online on craigslist and refused to provide a serial number. Customer technical support explained to patient that because we can not identify the product as an animas product, we will not be able to troubleshoot. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.